Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon did a head and liner exchange due to poly wear. Once he had access to the liner, the liner came out very easily. He noticed that part of the locking ring was broken but other than it being implanted over 25 years there was no sign to why it broke. All explanted implants were unable to be read due to wear. No surgical delay. Doi: unknown, dor: (B)(6) 2021, left hip.